Event description:
It was reported that this device was exhibiting premature battery depletion. The device decreased by 3 years within approximately one years time, with normal pacing parameters observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for battery analysis. Engineering review determined premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, ts consultant recommended replacement, and return for detailed analysis. This device currently remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The device decreased by 3 years within approximately one years time, with normal pacing parameters observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for battery analysis. Engineering review determined premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, ts consultant recommended replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this device was exhibiting premature battery depletion. The device decreased by 3 years within approximately one years time, with normal pacing parameters observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for battery analysis. Engineering review determined premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, ts consultant recommended replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.